Manufacturer narrative:
Concomitant medical product: product ID: mc1vr01-delsys. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant of the leadless implantable pulse generator (ipg) the patient experienced thoracic pain with inhalation, some coughing, and a fever. Pulmonary embolism was excluded via computerized tomography (CT) scan of the thorax but showed pleuropneumonia with pericardial effusion. Electrocardiogram (ECG) was further suggestive of mild pericarditis. The patient was admitted to the hospital and received antibiotics. The ipg remains in use. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry (psr). No further patient complications have been reported as a result of this event.